Manufacturer narrative:
¿Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿ the device returned with damage visible to the luer of the device. The balloon folds were opened. It was possible to insert 0,018-inch guidewire via the distal tip of the device. Negative purge did detect a presence of a leak on the device. In order to verify the location of the leak, an attempt was made to inflate the balloon and a leak was found at the bifurcate on the luer. On initial pressurisation of the device the balloon partially inflated. At 2 atms a leak was observed from the centre of the bifurcate component. Visual inspection confirmed the presence of hairline fractures along the guidewire and balloon inflation bifurcate legs. A twist in the mid-section of the balloon was also noted. During the inflation of the balloon to nominal pressure (7 atm), the twisted region in the middle of the balloon becomes more pronounced. After deflation, the balloon twist is less noticeable but still present. Upon expansion to rbp (14 atm), the twist is not as prominent however the twist can still be detected on deflation of the balloon. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a an inpact pacific device to treat a 250mm moderately calcified plaque lesion with 80% stenosis in the mid right superficial femoral artery (sfa). The artery was 5mm and no tortuosity reported. A 6fr non-medtronic sheath and an v18 non-medtronic guidewire were used in the procedure. No embolic protection was used. The device was prepped with no issues. Negative prep was performed without issue. There was no damage to the packaging or the device when removing it from the hoop/tray. The device did not pass through a previously deployed stent. No resistance was encountered, and excessive force was not used. A non-medtronic basic compactification device was used with contrast/water 1: 2. Balloon difficulties were reported during inflation to 7atm. This issue occurred a second time using another inpact pacific device. No leaks were observed on either inpact pacific device and no balloon bursts are reported to have occurred. The procedure was completed using 2 other inpact pacific drug coated balloon. No patient injury was reported.